Manufacturer narrative:
From the document review of the lot involved (1214297 - (B)(4) items produced) no anomalies were found. A similar case on the same lot was reported. The breakage is likely due to a wrong positioning of the awl during its use. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.

Event description:
Reference importer # (B)(4).